Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the cause of lack of efficacy was stated as "cause-effect. Not worth the pain". The size of the pump was too big. Patient's weight at the time of the event was (B)(6) lbs. The issue had been resolved- pump was removed. Return status was not stated. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug, unknown concentration at unknown dose. Patient had multiple myeloma, who had significant intractable back pain and opiate tolerance who underwent intrathecal pain pump over a year ago. It was reported that lack of efficacy with intrathecal pain pump was noted per operation report preprocedure diagnosis per the clinic notes. Pump and catheter were explanted on (B)(6) 2017. The patient had not had adequate control with the pain pump. The patient was escorted to the procedure room and placed in the right lateral position after successively induced under general anesthesia by anesthesiologist. The thoracolumbar spine and the left abdomen where the pump pocket is located were prepped and draped with aseptic technique. The spinal incision site and the pain pump pocket site were anesthetized with 1% lidocaine with epinephrine in the skin and subcutaneous tissues. A #10 blade was then used to dissect along the spinal incision site, the anchoring catheter was easily removed, and the catheter tip was intact. A 2-0 silk suture was used to make a purse string anchor along the supraspinous fascia and no csf leak was identified. Hemostasis was obtained with electrocautery. The intrathecal pain pump pocket site was opened with a #10 blade. Hemostasis was obtained with electrocautery. The catheter was pulled from the spinal incision site to the pain pump pocket site with the tip intact. The entirety of the pain pump anchors and catheter were all removed intact and sent to pathology. Both sites were then irrigated copiously with bacitracin solution, 2-0 vicryl was used to close the deep tissue and 4-0 monocryl for subcuticular stitch for both sites. Dressings consisted of dermabond and medipore island dressing. The patient tolerated the procedure well without any complications and was brought to the recovery area in stable condition. He is to continue on his regular regimen of fentanyl patch and oxycodone as needed and follow up in 1 week. Per clinical notes, the date of service of (B)(6) 2017. Preoperative diagnoses and postoperative diagnoses were severe dural headache, cerebrospinal fluid (csf) leak, and wound definitions. Revision of pain pump incision site next to epidural blood patch. The patient was monitored anesthesia care. The patient was escorted to the operation room and placed in a comfortable prone position on the fluoroscopy table. Standard monitors were placed and vital signs observed throughout the procedure. The region of the lumbar spine and buttocks was prepped and draped with aseptic technique. The skin and subcutaneous tissues overlying the spinal incision site where the intrathecal catheter had been removed was anesthetized with 1% lidocaine. A -#10 blade was then used to open this same spinal incision. Hemostasis was obtained with electrocautery. There was clear cerebrospinal fluid making to the site and a 2-0 silk suture was used to create a purse string anchor along the supraspinous fascia surrounding the leak. There still was noted to be quite a bit of cerebral spinal fluid leakage. The wound was then irrigated and deep layers were closed with 2-0 vicryl and skin closed with 4-0 monocryl in subcuticular fashion. Anterior posterior (ap) fluoroscopic views were then used to identify the lumbar spine. The lumb ar 3-lumbar 4 (l3-l4) interspace was identified under ap fluoroscopic views. A 17-gauge tuohy epidural needle was then directed towards the l3-l4 interspace and advanced until the ligamentum flavum was engaged. Once ligament was engaged, a loss of resistance technique using a glass syringe and 2 ml of saline was used to identify entrance of the needle into the epidural space. A good loss was obtained,30 ml of sterile blood collected from patient's right hand by healthcare professional, was then injected through the needle. The needle was removed intact with a saline flush. Dermabond and a medipore island dressing was then applied to the spinal incision sites. The patient tolerated procedure well without any complications and brought to recover area in stable condition. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.